Manufacturer narrative:
The investigation is on-going. A supplemental will be filed upon completion of the investigation. Based on the information available, there were 3 patients who died who had an alleged false mutation detected exon 20 insertion result in 2017-2018. In this time period, ex20ins were considered resistance mutations as there was no actionable drug available. If these were detected in isolation, i.e., not detected with other egfr mutations, then the standard of care at that time would have been chemotherapy or best supportive care and therefore, no harm would be expected. Approval of pembrolizumab was in may 2017, so it would also be possible that patients could have been treated with chemotherapy plus pembrolizumab depending upon country-specific approvals. If a false positive ex20ins was reported concurrently with a sensitizing mutation (ex19del, l858r or t790m), it is possible that a physician might choose not to use an approved egfr tki for the sensitizing mutation in which case there would be harm. However, this would be rare as most physicians would give a patient the benefit of the doubt and treat the patient with the appropriate egfr tki. In the case for sample 8, which was tested in 2017 but not confirmed to be associated with any of the patients that deceased, where there was an ex19del and t790m mutations in addition to the presumed false positive ex20ins, the correct therapy would have been osimertinib for the sensitizing mutations, providing the drug was available in this patient's country. Again, it would be extremely unlikely that a physician would not give the patient osimertinib based on the ex20ins result. If there were no treatment decisions made for the three deceased patients in 2017-2018 based on a presumed false-positive ex20ins, which assumes that no egfr tki was given and instead, these patients received the appropriate standard of care at the time, resulting no harm due to the false positive ex20ins. The fact that they are deceased is not unexpected, as the average survival for nsclc patients without a driver mutation treated with chemotherapy has a pfs of 6-7 months and an os of 9-12 months. If these patients were treated with standard of care chemotherapy in 2017 or 2018, it would be unlikely that any of them would still be alive. In these cases, the ex20ins result, whether true or false positive, would have had no bearing on their deaths. Regarding the patient that was treated for gilotrif, two weeks of treatment is not an issue unless the patient had some toxicity from the drug, which was not reported. The delay of two weeks or even longer before starting standard of care (soc) therapy would have no impact on long-term survival. If no side effects, then in essence, less than minimal harm to the patient. (B)(4)

Event description:
A us customer alleged the generation of false mutation detected exon20 insertion results for several patient samples tested with the cobas egfr mutation test, v2.0 since they implemented the test in mid-2017. Three patients were noted to have expired (2017-2018), and no patient management or treatment decisions were made because of the alleged false mutation detected results. Further details, including data, have been requested, but have not been provided. Six patients out of 7 currently living patients that were identified did not have any clinical or treatment action that caused serious harm based on the alleged false mutation detected results. One patient was initiated a targeted treatment (gilotrif) based on the exon 20ins mutation detected result ((B)(6) 2021; gilotrif), and the treatment was discontinued by (B)(6) 2021. No harm or injury was reported for this patient and no further details were provided, although requested. Limited patient details were provided for only 1 patient (tested in 2021). Data for 6 of the 10 alleged patient samples were provided, and no association between the data and patient details could be made.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).